Event description:
It was reported that the lead developed poor sensing and high capture thresholds post implant. The lead was repositioned and r-waves were 12.5 mv, impedance was 455 ohms and capture thresholds were 0.9 v, 0.5 ms